Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and did not confirm the reported event of inaccurate bg values.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's mother inserted the sensor on patient arm. The patient's mother did not report injury or medical intervention.